Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The pump was found in the biomedical engineering department with an unsigned note that stated, "inaccurate dosage infused." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse events, while the device was in clinical use.